Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare sales representative that the inspiratory and expiratory connections of the leonie plus ventilator were hot and an rt265 infant breathing circuit became disconnected from the ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Our investigation of this complaint is currently in progress. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint rt265 device was not returned to fisher & paykel healthcare for evaluation. Our investigation was therefore based on the information provided by the customer and our knowledge of the product. The pvc tubes from the ventilator adaptor kit, supplied with the rt265, was reported to be deforming and disconnecting at the ventilator end. The reliability of the connection between the ventilator adaptor and port is dependent on how far the pvc tube is inserted into the ventilator port. The photograph supplied by the customer identified that the pvc tube in the expiratory limb was inserted approximately a quarter of the length of the pvc tube. Without the complaint device, we are unable to determine the cause of the reported fault.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare sales representative that the inspiratory and expiratory connections of the leonie plus ventilator were hot and an rt265 infant breathing circuit became disconnected from the ventilator. This was found prior to patient use.